Manufacturer narrative:
Follow-up # 2 ¿ (10/21/2014). The patient¿s meter has been returned on 9/15/2014 and evaluated by lifescan product analysis on 10/14/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their one touch verio iq meter read inaccurately high when compared to two other meters. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient claimed the alleged issue began on august 10, 2014. The patient claimed obtaining blood glucose readings of ¿12.0 mmol/l¿ with the subject meter and ¿9.2mmol/l¿ on an ultra easy meter. They also reported a reading of ¿10.1mmol/l¿ with an ¿accuchek mobile¿ meter. All results were obtained within a few minutes of each other at around 7:41 on an unspecified day. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages their diabetes with self-adjusted insulin. The patient denied developing any symptoms in response to the alleged product issue but stated that he increased his insulin dose by one unit as a precaution. The patient reported self-treatment of 7 units of novorapid at an unspecified time on (B)(6) 2014. At the time of troubleshooting, the csr confirmed that the test strips were in good condition, the patient¿s technique for applying the blood to the test strip and for cleaning the puncture site were correct and the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient denied developing any symptoms and did not administer inappropriate self-treatment based on the blood glucose result. However, this complaint is being reported because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (10/09/2014). The patient¿s test strips have been returned on 9/9/2014 and evaluated by lifescan product analysis on 10/1/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.